Manufacturer narrative:
In the initial report submitted (B)(6) 2016, it was incorrectly stated that the patient was 66 years old. The patient was actually (B)(6) years old at the time of the event, with a date of birth of (B)(6) 1940. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: stockert generator, model and serial numbers unknown; soundstar catheter, model and lot numbers unknown; st. Jude medical diagnostic catheter, model and lot numbers unknown; st. Jude medical brk xs series transseptal needle, model and lot numbers unknown; st. Jude medical sl1 8.5fr sheath, model and lot numbers unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. A small effusion was noted at the start of the case. During ablation, the physician noted that a possible steam pop occurred on the cavo-tricuspid isthmus, but no issues were encountered during or immediately after the procedure. Several hours later, the pericardiocentesis was performed, which stabilized the patient. No further medical intervention was required, though the patient spent an extra day in the hospital for observation. Activated clotting times (acts) were maintained in the 350-400 range, using heparin as the anticoagulant. The physician believes that the high acts and the steam pop could have caused the injury, but this could not be confirmed. No patient factors were identified that could have contributed to this event. Ablation time at the site of injury is unknown, because the site itself is unknown. The transseptal puncture was performed with a st. Jude medical brk xs series needle. The sheath in use at the time of the event was a st. Jude medical sl1 8.5fr. The smarttouch sf catheter was irrigated at 15cc/min. The generator was set to 40 watts for the cavo-tricuspid isthmus, 30 watts for the posterior wall of the left atrium, and 35 watts for the rest of the atrium. Force values ranged between 10 and 40g. The catheter was zeroed after the initial warm-up phase, as well as several times during the procedure. The catheter was not in close proximity to another catheter at the time of the event. No error messages were displayed on any biosense webster equipment during the case.